Event description:
It was reported that the microcatheter fractured. An 0.027in bern 130cm direxion hi-flo fathom-16 system was selected for use in a transarterial chemoembolization (tace) procedure. The patient was being treated for liver cancer. The target vessel was mildly tortuous. During use of the direxion microcatheter together with the fathom guidewire, the direxion broke completely at approximately 20cm from the hub. All parts were able to be pulled from the patient, and the direxion was replaced with a renegade microcatheter to successfully complete the procedure. No patient complications were reported.

Event description:
It was reported that the microcatheter fractured. An 0.027in bern 130cm direxion hi-flo fathom-16 system was selected for use in a transarterial chemoembolization (tace) procedure. The patient was being treated for liver cancer. The target vessel was mildly tortuous. During use of the direxion microcatheter together with the fathom guidewire, the direxion broke completely at approximately 20cm from the hub. All parts were able to be pulled from the patient, and the direxion was replaced with a renegade microcatheter to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the direxion microcatheter was returned to boston scientific for analysis. The device shaft was visually and microscopically analyzed for any damage. The device showed 2 fractures located 90.7cm and 97.5cm from the hub. The device was not completely separated; the inner liner was still attached. The device showed fractures only. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A fractured shaft was confirmed.